Event description:
Customer reported that the insulin pump alarmed during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump downloaded properly to the carelink software noted. The insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and missing address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.